Manufacturer narrative:
The patient visited emergency room on (B)(6) 2020 and the sensor popped out at emergency room and it was discarded. The patient was prescribed with doxcycline. No other treatment at the emergency room. He was discharged within an hour and half. User reported that he is doing fine and the area is definitely much better than it was. Incision is still open but starting to heal. No further investigation can be performed since there was no material returned.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where reports of redness at the insertion site and over the weekend the redness and swelling worsened so he went to the emergency room where the sensor popped out of his arm. Site was covered with a band aid and he instructed to stop the antibiotic he was taking.